Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Three days following implant, high capture threshold was observed on the right ventricular (rv) lead. The lead was repositioned and the event was resolved with no adverse consequences to the patient. A micro-dislodgement of the rv lead was suspected. The patient was stable.